Event description:
On (B)(6) 2011, the patient/lay-user's friend or relative contacted lifescan (lfs) alleging that the patient was experiencing a battery indicator warning with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. She stated that the patient manages her diabetes with januvia (100 mg) diet and/or exercise and due to the alleged issue, the patient continued taking her usual dose of medication. The patient's reporter claimed on the 'evening' of (B)(6) 2011, the patient felt 'dizzy and sweaty'. In response to her symptoms, the patient's reporter denied that the patient received any form of medical treatment. During the initial call with customer service, the agent noted that the battery needed to be replaced but the patient did not have a new battery available at the time of the call and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.